Event description:
Boston scientific received information that this patient had a right bundle branch block and another manufacturer's this implantable cardioverter defibrillator (ICD). It was reported that this implantable right ventricular (rv) defibrillation lead was oversensing the p-wave and led to pacing inhibition. There was no specific time period provided regarding the length of the pacing inhibition or if this patient was pacemaker dependent. To date, there have been no adverse patient effects reported.

Event description:
The customer reported to their baxter sales representative (bsr) of a separation that occurred using the micro-infusion manifold, product code 2n3410, lot number unknown. The condition occurred during use on a critically ill patient. The blood pressure was dropping and then the patient coded. The patient was resuscitated, but died about two days later. It is unknown if there is any correlation between the death and the product malfunction. Additional information received from the customer on 4/6/2010 is as follows: the nurses tape the manifolds once they are connected. The tongue depressor is long enough that it just about hits the manifolds (2) from end to end. When asked if there is any support for the lines (from the pump to the manifold interface) the customer said that there was not. Therefore, if the bed moved and the pole didn't, there would be stress to those lines. The customer stated that there was no consistent way that the nurses are taught to put then manifolds together. The push and twist method was explained to the customer and he acknowledged that is probably the issue. Quality relations offered for sales to come to the facility to train on the correct method for connecting the manifold; however, the customer did not feel that it would be helpful as they were going to start using the quest 6 port manifold. The customer stated that 6 ports were necessary as the lines in the patient are tenuous and they often have multiple pressors going at the same time. The facility's clinical resource manager (crm) was contacted on 04/15/2010 and reiterated that the patient involved in the incident was critically ill prior to the incident and although the cause of death is unknown, there is nothing to indicate that the separation was related to the patient's death. The crm did not have any further details but was able to indicate that two manifolds were connected and the distal end of the second set disconnected from the extension set of the patient's intravenous line. Samples are not available. No further information was provided.

Manufacturer narrative:
(B)(4). On (B)(6) 2010, the customer contacted their baxter sales representative (bsr) regarding an event involving the micro-infusion manifold. At this time, details regarding the event were unknown by baxter. There was no patient injury reported at this time. Therefore, (B)(6) 2010 was used as the alert date, which is the date the initial reporter indicated to baxter that an event involving a baxter product occurred. On (B)(6) 2010, an attempt to follow-up with the customer to gain additional information was performed, without a response from the customer. On (B)(6) 2010, another attempt to follow-up with the customer was performed. The customer provided additional details regarding the event, indicating that a separation in the micro-infusion manifold occurred. The product was being used on a critically ill patient. The separation occurred, then the patient's blood pressure started dropping and the patient coded. The patient was resuscitated but died about two days later (exact date of event and death were not provided). As the date that baxter became aware of additional details, including that a serious injury/death did indeed occur is (B)(6) 2010, this date was selected as the aware date for this event and no correction to this date is necessary. (B)(6) 2010 has been selected as the aware date for this follow-up medwatch report as this follow-up report is in response to the FDA inquiry made regarding the death occurrence involved in this event, of which baxter initially became aware of on (B)(6) 2010.

Manufacturer narrative:
(B) (4). The customer has indicated that a sample was not available for evaluation.

Manufacturer narrative:
(B)(4). There is an ongoing CAPA investigation, (B)(4), associated with this report. The root cause will be identified/addressed through the CAPA.

Manufacturer narrative:
(B)(4).additional information received included that this patient had been on vasopressors at the time of the event.

Event description:
A 14 gauge x 2 inch needle came apart from the hub during a thoracentesis procedure.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.